Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Clarification: partial explant date was previously reported in duplicate record MDR 9617229-2023-06203.

Event description:
Patient ¿request test for suspected bia-alcl¿. Device has been explanted.

Event description:
Patient reported left side rupture. Patient ¿request test for suspected bia-alcl¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on anterior side assessed as surgical damage. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: ¿ black particles observed on the surface of the shell. ¿ white encapsulation observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.